Manufacturer narrative:
On 22-jun-2023, additional information was received indicating the patient did not require extended hospitalization due to the adverse event. Cardiac tamponade was confirmed by cardiac echo. A smartablate generator was used during the case with the correct catheter settings. Visitag module was used with the following parameters for stability: range: 3g, time: 3mm, force over time (fot): 25% and tag size 2mm. Transseptal puncture was performed with a rf needle (jll). Prior to noting the cardiac tamponade ablation had already been performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-may-2023, additional information was received about the patient and event. It was discovered during use of biosense webster products, on approach to the target site. Pericardial drainage was done. The patient¿s outcome from the adverse event was reported as improved. The thermocool® smart touch® sf bi-directional navigation catheter was used in the left atrium. Force visualization features used included real time graph; dashboard; vector; visitag. Additional filter used with the visitag was force over time (fot). Color options of tag index was used. Irrigated catheter was used in the event, the flow sett was low flow 2ml/min. No error messages observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30991683l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that there was a procedure of a kent bundle in the left atrial septum. The left atrial was small and the catheter was difficult to reach, so it was thought that the injury occurred when the catheter was being moved. After drainage, blood stopped and blood pressure stabilized, the procedure was interrupted and over. Ablation was not performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow 2 ml. The doctor's judgment on health hazard was that it was non-serious (moderate/minor). Contact force (cf) monitoring methods included real time graph; dashboard; vector; visitag. Visitag coloring settings: tag index. Visitag additional filters were force over time (fot). The physician's opinions on the relationship between the adverse event and the product was that it was not a product-related event. There were no abnormalities observed prior to and during use of the product.